Manufacturer narrative:
(B)(4). The lot number was unknown, therefore, no evaluation or batch review could be performed. A follow up report will be submitted when additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed. The assignable cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center to report having a check patient alarm with the homechoice (hc) machine during initial drain. During troubleshooting, air was discovering in the patient line. The technical service representative (tsr) advised the home patient (hp) to check the patient line before connecting at the end of priming. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with the cassette that was in use. The hp advised that he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.